Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), ubd: 11-sep-2024, UDI#: (B)(4), codes belong to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative reporting that when the extension was unpacked and impedance was checked prior to closing the incision, electrodes #4, 5, 6, 7 had an abnormal impedance of 40,000 ohms. The same issue occurred even though it was put in the groove of 8-15 of the wireless external neurostimulator (wens). A contributing factor was it was assumed that blood had adhered to the electrodes, but the same event occurred even after wiping. When the extension was removed and the lead was directly connected to the wens, a normal value was obtained so an anomaly of the extension was suspected. The extension was replaced with a new one. A normal value was achieved. The issue was resolved. The patient was alive with no injury. The patient¿s indication for use included intractable chronic pain.